Manufacturer narrative:
Brass insert.

Event description:
It was reported by service report that the brakes were not working properly. The brass inserts that hold the brake crank arms to the brake cam had begun to pull out of the brake cam. No patient involvement or adverse consequences are reported.